Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) had let the battery ran all the way down once, and it doesn't seem to be working the way that it should. Patient wanted to make sure that the therapy is turned on. Agent walked the patient through connecting to the implantable neurostimulator (ins), and was able to confirm that the therapy is on. Agent redirected the patient to the hcp to further address the therapy issue. Agent documented reported events.